Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after the implant procedure, the false positive episodes on the device were observed frequently and remotely monitored. No intervention was performed. There were no adverse consequences to the patient.